Event description:
Patient presented to the emergency department, where imaging revealed migration of the sense lead into the pleural space. To prevent risk of complications, including pneumothorax, the patient was evaluated by their inspire physician and taken to the operating room. Physician located and retracted the sense lead from the intercostal space, placed the sense lead in an alternate location, re-sutured, irrigated the incision site with antibiotic solution, and closed.